Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, broken battery tube threads. The pump was received with intermittent button response during testing due to flattened dome switch on the act button. J2 lcd connector was inspected and no anomaly was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the there was crack on the top of the battery compartment and battery cap was fitted loosely. The customer¿s blood glucose level was 10 mmol/l. The insulin pump will be returned for analysis.